Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to contamination in the j1001 and a defective u407 component. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective component was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.